Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that the display was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/10/2015 with the following findings: evidence of moisture ingress was found on the inside of the battery compartment, behind the display lens, and on the underside of the returned battery cap. A test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The pump case was found to be cracked near the upper right corner of the display. The battery compartment was observed to be cracked in the area below the grip pad. The display lens was observed to be scratched. The pump failed a leak test due to the pump case damage; this device failure caused the moisture ingress issue. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported issues were confirmed. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.